Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9148917. Medical device expiration date: 2021-05-31. Device manufacture date: 2019-05-28. Medical device lot #: 9232652. Medical device expiration date: 2021-08-31. Device manufacture date: 2019-08-20. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cups look dirty and cloudy with a bd vacutainer® urine collection cup. This occurred on 30 separate occasions prior to use. The following information was provided by the initial reporter: cups look like dirty and cloudy.

Event description:
It was reported that the cups look dirty and cloudy with a bd vacutainer® urine collection cup. This occurred on 30 separate occasions prior to use. The following information was provided by the initial reporter: cups look like dirty and cloudy.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cloudiness with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.